Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. The details of the customer's hospitalization was not provided. The customer also reported having no delivery issues on their insulin pump. Customer stated the insulin pump would not deliver enough insulin to their body. The customer's blood glucose was unknown at the time of the call. No additional information provided.